Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was experiencing spasticity. It was stated that the pump was flipped in the pocket and there were 3 failed revisions. The sutures reportedly were being cut/torn through or coming loose from the tissue. The patient was tired of repeated surgical procedures. The patient's status was unknown. The reporter believed the patient was recovering without impairment; in relation to the pump surgeries. The catheter was left in place, at the reporter's recommendation, due to the pump being implanted by a different surgeon (to leave the choice in the future due to the sedation from oral baclofen).

Manufacturer narrative:
Product ID 8784, serial# (B)(4); product type catheter product ID 8784, serial# (B)(4); product type catheter. (B)(4).

Event description:
Additional information indicated that the patient wanted the pump removed as it was becoming loose and flipping and wanted the catheter left in place in case she wanted another pump implanted in the future.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient wanted their pump removed because, it was uncomfortable. It was reported that the patient was frustrated and they had apparently attempted to reposition the pump at least once about 2 months ago but it was still causing the patient discomfort. It was noted that the patient used a wheelchair and when they would sit it would apparently touch the patient's ribs and caused discomfort. The pump system was delivering baclofen. It was later reported that the patient had their pump removed but the catheter was left in, incase the patient revisited pump therapy in the future. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)